Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in safety mechanism will not disengage from catheter / stuck at hub it was reported by customer that they noticed an orange spot near the distal end of the 20 and 22 g IV catheters. Verbatim: rcc received a complaint via email. Email(s) attached. Hello. Our team lead, jen, noticed an orange spot near the distal end of the 20 and 22 g IV catheters we have in stock. I don't know if it is a design change or some sort of defect. Beth gave me the contact info for our bd rep, (B)(6). She is not on call so I called the person who is. (B)(6). That was around 230p and I have not heard back yet. I had jen courier some more from central and those ones are ok. I had her pull the other lots from the ed and CT. I'll have her submit a safecare. Beth sandford and the clinical manager have been notified. The attached picture is the catheter with the needle retracted. ---------------------------- customer response received on 07may 1. Date of event: (B)(6) 2024 2. No harm to patient but staff also state difficulty removing the needle from the catheter. The needle is "sticking" when being withdrawn from the catheter 3. Yes, samples are available.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383591 and lot number 3353136. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.